Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 301629 and lot number 4178893. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 301629, batch # 4178893. Verbatim: endocrinology provider was performing a fine needle aspiration procedure. Provider uses the needle to puncture the neck and thyroid to obtain a sample for analysis. When provider removed it, the needle was not attached to the hub and was still in the patient neck. The patient went to the emergency department to have the needle removed. (B)(6).